Event description:
A 200 ml bottle was hung containing 48 ml ativan. The rate was set at 16 ml/hr/. The bottle emptied in 1 1/2 hrs. There were no pt consequences and no medical intervention was required.

Manufacturer narrative:
MFR rpt date 10-14-97. The pump was returned to the MFR and evaluated. The pump passed accuracy testing and the gap between the follower housing and the pressure plate met the gap specification per the safety alert dated april 11, 1997. Co was unable to confirm the rpt'd failure. The correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. This rpt was filled out by the MFR.